Event description:
Patient who developed cardiac arrhythmias two days after pt's second treatment and also a "right cerebral ischemic insult" (paresis left arm). Despite this pt underwent a third treatment 2 weeks later. Late that evening pt had another stroke-like episode. Pt expired 2 days later, no autopsy done.